Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain") and menometrorrhagia ("heavy and irregular menstrual cycle"). The patient was treated with surgery (to remove her fallopian tubes,essure coils and uterus). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and menometrorrhagia had resolved. The reporter considered abdominal pain, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pelvic pain/worsening of pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), menometrorrhagia ("heavy and irregular menstrual cycle") and genital haemorrhage ("worsening of abnormal bleeding"). The patient was treated with surgery (to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, menometrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff information form received. Event "abnormal bleeding" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pelvic pain") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain") and menometrorrhagia ("heavy and irregular menstrual cycle"). The patient was treated with surgery (to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and menometrorrhagia had resolved. The reporter considered abdominal pain, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pelvic pain/worsening of pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), menometrorrhagia ("heavy and irregular menstrual cycle") and genital haemorrhage ("worsening of abnormal bleeding"). The patient was treated with surgery (to remove her fallopian tubes,essure coils and uterus). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, menometrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.